Event description:
Received a call from a rep from the FDA stating they had received a consumer complaint about an alleged failure of a kronos lv-t and was inquiring about MFR info. She was looking for the foreign country's address, which she was provided. The nature of the complaint was in regards to a pt who claimed he received five shocks from the device, when they were not needed. He is claiming device failure. Per rep. "The kronos was an upgrade from a single-chamber mdt ICD. Epicardial lv lead was placed due to inability of endocardial lead being placed. Pt was doing well until an anterior mi a few months ago. At that time, the lv threshold exceeded 5 v and diaphramatic stimulation." Per another rep. "The pt is very non-compliant, when it come to his care. T wave oversensing occurred after sensed events only. The pt was treadmilled after reprogramming with no further t wave oversensing noted".

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the complaint description and the returned programmer printouts from 2/27/07 and 4/3/07 only. The programmer printouts from 2/27/07 show a number of 64 charging cycles. The measured lead impedances were normal. The ventricular sensing sensitivity was programmed to individual settings. The device was re-programmed from bi-v to ddd pacing on that day. The programmer printouts from 4/3/07 show a number of 68 charging cycles. The last charge event occurred on 3/26/07. The episode list documents two vf episodes with shock delivery on 3/26/07 and eight vt1 episodes without shock delivery on 4/1/07. The figure shows that the ECG is free of noise. The sensing of cardiac signals is fully given without any indication for a lead or sensing problem. The ECG further documents frequent sensing of t-waves. The time between a qrs complex and its next t-wave was less than 300 ms and the time between a t-wave and its next qrs complex was less than 400 ms. The vt-1 zone was programmed to 150 bpm (=400ms), the vt-2 zone to 182 bpm (=330 ms) and the vf zone to 222 bpm (=270 ms). The ICD, therefore, classified these sensed events correctly to be tachycardia events. The ECG documents normal and expected device behavior without any indication for a device malfunction. In summary, the provided info indicates that the device operated according to its spec. The ECG shows that t-wave oversensing caused vt episodes. This does not indicate a device malfunction. This assumption is supported by the fact that the t-wave oversensing was eliminated after reprogramming.